Manufacturer narrative:
The customer reports that the cns (central monitoring system) malfunctioned and was frozen on the main screen. He power cycled the device and it came back on with an error message, but could not recall what it said. Once he was able to power on the cns, none of the bedside monitors were being monitored. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) malfunctioned and was frozen on the main screen. He power cycled the device and it came back on with an error message, but could not recall what it said. Once he was able to power on the cns, none of the bedside monitors were being monitored.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) malfunctioned and was frozen on the main screen. He power cycled the device and it came back on with an error message, but could not recall what it said. Once he was able to power on the cns, none of the bedside monitors were being monitored. The product involved in this event has not been returned to date to allow for an analysis to be performed. The customer replaced the hard drives to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.